Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for atrial fibrillation ablation procedure. It was mentioned that air bubbles were noted when the sheath was aspirated/flushed. So, the sheath was aspirated and flushed by removing the catheter from sheath until no air bubbles were visible. Thus, the procedure was completed successfully and no patient complication were reported. The device is not expected to be return for analysis as it was disposed.